Event description:
Customer reported the pediatric oncology unit has had occurrences of cracking and leaking, female and male luers, while connecting and disconnecting from other IV products. No patient harm or medical intervention occurred. No further patient or event info was reported.

Manufacturer narrative:
(B)(4). The customer's report of set cracked and leaked at the female and male luers during connecting/disconnecting from other IV products, could not be confirmed due to the set was not returned for failure investigation. Customer stated the set was discarded.